Event description:
The patient called lfs and alleged that their meter would not power on. The patient stated that the last time they tested on the meter was 7/04 at 10:00 am. They reported that they contacted their medical professional for advice because they received a high reading on the meter before it stopped working. No treatment was reported. The patient did state that they tested another meter and obtained a result of 98mg/dl. They reported feeling lightheaded at the time of testing. The issue with the meter was not resolved. The meter has been replaced for the patient.